Manufacturer narrative:
Concomitant devices listed in initial mw in the event description. Therapy date: (B)(6) 2017. Part 310.430 does not match to lot 2267362. No device history record (DHR) review possible. This report corrected from product problem only to serious injury and product problem. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. Manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code: revision surgery needed to remove fragments in patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used in the surgery for the fracture of the left proximal lateral tibia on (B)(6) 2017. Proxima tibial plate 4.5/5.0 was used for the procedure. To the three most proximal screw holes, the locking screw was inserted to the front and back screw hole. It is highly possible that the either screw (front or back) might have been inserted in a different angle. While the surgeon was drilling the hole with the drill bit 4.3 in question (310.430) by raising the drill guide to the middle proximal screw hole, the drill bit 4.3 in question was interfered with either front locking screw or rear locking screw. As a result, the tip of the drill bit 4.3 in question was broken and broken piece was left in patient. The surgery was extended for 15 minutes. No information available about patient condition and outcome. Concomitant parts: 2x unknown locking screws, 1x unknown tibia plate , 1x unknown drill guide. This is report 1 of 1 for (B)(4).